Event description:
The manufacturer received information alleging a bipap a40 had a ventilator inoperative condition and the patient expired. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a bipap a40 allegedly had a ventilator inoperative condition and the patient expired. The device was returned to the manufacturer's service center for evaluation. The device was found to operate and alarm as designed. The device's downloaded error log was reviewed. On the reported day of the event, errors related to a ventilator inoperative condition were observed. Although the ventilator inoperative condition could not be duplicated, the device's system board and blower were replaced. The intended use of the bipap a40 states, " the bipap a40 ventilator is intended to provide invasive and non-invasive ventilatory support to treat adult and pediatric patients weighing over 10 kg (22 lbs) with obstructive sleep apnea (osa), respiratory insufficiency, or respiratory failure. It is intended to be used in home, institutional/ hospital, and portable applications such as wheelchairs and gurneys. It is not intended to be used as a transport ventilator, and is not intended for life support."